Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically. It was also noted that the left ventricular lead had dislodged. The lead was capped and replaced on (B)(6) 2018. The patient was stable before during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.